Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a pacer dependent patient presented for a follow-up in clinic. Upon interrogation of the patient's implantable cardioverter defibrillator, episodes of non-sustained right ventricular oversensing due to myopotential oversensing was observed resulting in withheld pacing. Programming changes were made. The patient's condition was stable throughout the event.